Manufacturer narrative:
Zimmer biomet (B)(4). Product has been received, by zimmer biomet. And the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, that when the doctor opened the product packaging, there was no implant in the inner vial.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name updated. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Zimvie received one (1) tsvtb10, (imp,tsv,3.7,10,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant's outer and inner packaging (vials) had already been opened by the customer. - lot number on outer packaging label does not match lot number on inner vial label: outer packaging lot: 1270942 vial lot: 1259414. - no implant returned. Inner vial might have been mixed with a different vial outside of zimvie control. Functional testing to recreate the reported event could not be performed due to the nature of the device & event.this complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1270942. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1270942 for similar events and no other complaint was identified. Review completed utilizing keywords: incorrect component quantity the customer did not submit images for the reported event. IFU review: review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev. 9 - 10/19. Information identified: product packaging per the applicable IFU, it is stated: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. Based on the investigation and risk management file review as per rmf rm-00308-pfmea rev.1, the most likely root cause determined from the investigation is improper handling of devices/packaging outside of zimvie control. Therefore, based on the available information, the packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that when the doctor opened the product packaging there was no implant in the inner vial, but they were able to complete the procedure with another implant.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: report type was updated from 'adverse event' to 'product problem'; outcomes attributed to adverse event 'required intervention' was unchecked; describe event or problem was updated from 'it was reported that when the doctor opened the product packaging there was no implant in the inner vial' to 'it was reported that when the doctor opened the product packaging there was no implant in the inner vial, but they were able to complete the procedure with another implant'.